Event description:
It was reported by the clinician that this procedure was being performed on a (B)(6) male in his upper arm cephalic vein. This is the second event involving the same pt. The clinician experienced difficulty and had an md intervene. It was discovered that there was a lot of resistance while trying to remove the stylet guidewire that is pre-inserted into the catheter. Attempts were made to try and remove the catheter wire, but each time the wire started to unravel inside the catheter, which was in the pt. There were no pt complications reported.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).